Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2024 from the home therapy manager (htm) of a 29-year-old male patient approved for performing solo hemodialysis, with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 01 nov 2024 from the htm who stated treatment started around 09:30, the patient was found unconscious and connected to machine at approximately 14:00, with an unspecified amount of blood on his chair. Cardiopulmonary resuscitation (CPR) was initiated and emergency medical services (ems) were called, upon ems arrival advanced cardiac life support (acls) was performed, and the patient was transported to the hospital. Additional acls was performed while at the hospital, attempts were unsuccessful, patient expired at an unspecified time.